Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009, the patient was implanted with a bard/davol flat mesh used as a suburethral sling during a total vaginal hysterectomy and anterior repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the initial report. Based on a review of medical records, the patient underwent multiple md visits post implant of the bard/davol flat mesh. The medical records indicate the patient was treated for infection. The warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2009 - the patient underwent a total vaginal hysterectomy with anterior colporrhaphy, placement of bard/davol flat mesh and left salpingo-oophorectomy. (B)(6) 2009 - patient had an md office visit with complaints of burning with urination and frequency. Patient was diagnosed with a uti and vaginal yeast infection and prescribed oral antifungal and antibiotics. (B)(6) 2010 - (B)(6) 2013 - patient had multiple md office exams with complaints of urinary frequency, vaginal itching and burning, white vaginal discharge and right abdominal pelvic pain. The md diagnosed the patient on multiple occasions with vaginal yeast infections, bacterial vaginosis, uti's and "a slight cystocele." Patient was prescribed oral antibiotics and antifungal medications. (B)(6) 2013 - CT scan of abd/pelvis impression:status post hysterectomy, moderate amount retained stool in the region of the colon is present, the appendix is definitely not delineated and diverticulosis of descending and rectosigmoid colon is present.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information no definitive conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.